Event description:
It was reported that thrombosis and chest pain occurred. The native aortic annulus was 21.3mm with moderate to severe leaflet calcification. Pre-balloon aortic valvuloplasty was performed with a 18mm balloon. A 23mm lotus edge valve was successfully implanted. The patient was administered a single dose of 100mg biaspirin post procedure. The patient was discharged with follow-up planned. Thirty five days post index procedure, the patient presented to the hospital with chest pain. Computed tomography (CT) was performed which revealed a suspected thrombosis on the valve leaflets. The patient was admitted and was put on 100mg of biaspirin and 3mg of warfarin and heparin. The following day, the patient's pressure gradient recovered to 6.2mmhg.